Event description:
Diagnastic catheterization complete. Angiography of right femoral artery done. Attempted to deploy angioseal. Physician had 2 confirmations - when attempted to deploy, system came out. Manual pressure held.